Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and replaced the drive gas check valve.

Event description:
The hospital reported an increase in pressure in the breathing circuit. There was no report of patient involvement.